Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "rupture of right implant." The device has been explanted and replaced.

Event description:
A healthcare professional reported "rupture of right implant." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 3040118 and catalog number trm 295 g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h.6.